Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6)2026 due to which the patient faced hyperglycemia event. The blood glucose level was 500 mg/dl at the time of event treated by correction injection via multiple daily injection (mdi). The issue occurred with two infusion sets.

Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380